Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that a ventricular catheter (part of the progav 2.0 shunt system (part # (B)(4)) was to be implanted during a procedure performed on (B)(6) 2021. According to the complainant, a fissure was observed in the wall of the shunt tube approximately seven (7) centimeters (cm) outside the ventricular end of the shunt tube, which led to a fluid leak. The shunt was replaced, and then the procedure was continued and successfully completed without any further issues. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the event.

Manufacturer narrative:
Investigation: visual inspection: in the first step of our investigation, we performed a visual inspection of the product. We have checked for possible damage, deformation of the housing, deposits or other abnormalities. The following observations were made during the visual inspection: a cut in the ventricular catheter is visible; the deflector not in original position (5cm) as when sending; the catheter was shortened; bloody dry deposits on the deflector. Results: based on our investigation results, we can identify a cut in the ventricular catheter. At the time of the investigation, it was not clear to us how the damage occurred. No functional deviations were detected. Based on the visual inspection, it could be determined that the product is no longer in the original condition (as shipped). According to the instructions of use, please avoid contact of the products with sharp objects during the surgery in order to prevent this kind of damage. We can exclude a defect at the time of release. The product met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. From our point of view, no further regulatory actions are required.